Event description:
Customer's daughter reported her mother's insulin pump smells heavily of insulin. Customer's blood glucose is 125 mg/dl. The device is cracked where the battery goes. There are no cracks or leaks in the reservoir compartment. The issue has been going on for a while. Customer has trouble with high and low blood glucose. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected smell of insulin and moisture damage was noted on the electronics or motor. The insulin pump was received with a cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.